Event description:
It was reported that surgeon revised patient's right hip - stryker dual geometry cup, liner, metal head and 2 screws which had a cavity behind the cup due to osteolysis. Surgeon implanted zimmer acetabular augment and stryker morse taper head.

Manufacturer narrative:
The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 56mm dual geometry cup. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4): not returned to the manufacturer.

Event description:
It was reported that surgeon revised patient's right hip - stryker dual geometry cup, liner, metal head and 2 screws which had a cavity behind the cup due to osteolysis. Surgeon implanted zimmer acetabular augment and stryker morse taper head.